Event description:
Reporter calling stating she received a safety notification letter in the mail today from medtronic. Reporter states she was also sent a replacement battery cap for her insulin pump, and now has two of these in her possession. She states she is not experiencing any problems with her insulin pump nor is she experiencing any problems with the battery cap as stated in the letter. She is calling the FDA simply because she received the letter.